Manufacturer narrative:
Device evaluation: the complaint issue was described as possible cord damage and image loss. The customer's complaint was not verified during karl storz goleta process engineering evaluation. However, evidence consistent with the customer's complaint was observed. Several functional tests over multiple days were unable to duplicate the customer's complaint. This included multiple overnight burn- in sessions and extensive power cycles and cable manipulation. Mechanical shock was also applied to the camera, but no impacts to the image were observed. A visual inspection observed slight contamination and wear on the card edge of the camera. The customer's complaint was not encountered during the karl storz goleta process engineering evaluation, but contamination consistent with the customer complaint was observed. The cable should be replaced and the customer should review their handling/processing procedures to ensure they are following approved karl storz protocols. Note: karl storz service incoming confirmed the complaint, but karl storz goleta process engineering did not. It is likely that contamination was still present on the card edge during the service incoming inspection, but when karl storz goleta process engineering inserted the card edge into a second ccu the contamination was scraped away allowing for a proper image to be displayed. The cause of the issue was determined as unable to replicate the customer's complaint, but contamination observed on their card is consistent with the reported intermittent image complaint. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "image loss when moving around during a case". No negative impact in state of health reported.